Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. The customer's blood glucose level was 160 mg/dl. Customer reported alternate insulin therapy was not available at time of report but declined follow up from tandem technical support.